Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when the load process was performed, drops were not seen from the tubing during the fill tubing step. The customer stated that fill tubing had been performed with over 30 units. The customer changed the cartridge and the issue was reported to be resolved. There was no impact to the customer's blood glucose level.